Event description:
It was reported that the insulin pump alerted bad sensor after a second consecutive calibration error. The blood glucose reading was 106 mg/dl. Advised the customer to remove and change out the sensor. Also advised the customer that, since the issue generally occurred in the morning, and his sensor glucose value was lower than the blood glucose value, it was possible that the customer may have been lying on the sensor. Advised the customer to wait before calibrating in the morning to allow for the sensor to move back in and catch up. Advised return of the sensor for analysis. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per specifications due to low readings.